Event description:
It was reported by service report that the siderail does not lock and that the customer reported that a pt slipped on a support pad while in the hyper baric chamber. These alleged issues are associated with the litter, which is not a stryker manufactured product. There were no malfunctions alleged or found associated with the stryker manufactured base unit. There was pt involvement; however, no adverse consequences were reported.

Manufacturer narrative:
There were no malfunctions alleged or found associated with the stryker manufactured base unit. There is no indication that the stryker product caused or contributed to the alleged events.